Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 529 mg/dl. Troubleshooting was performed. The prime and high pressure tests passed. When the history files were checked, it was discovered that the customer had not programmed a bolus for 24 hrs leading up to the event. The customer was also suffering from an infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.